Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the pump prime step was dispensing more insulin than the pump's reading indicated. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 02/26/2015. Device evaluation: the device has been returned and evaluated by product analysis on 02/11/2015 with the following findings: no battery cap or cartridge cap returned. All testing performed with test battery and cartridge caps. Battery compartment crack observed below grip pad.  Black box shows multiple prime functions performed on 12/10/2014 however no evidence of abnormal load-step/ prime functions observed in black box. Loaded cartridge to 100 units. Performed ¿rewind¿, then load¿, piston stopped at 100 units and display reads 100 units. Force calibration passes with a reading of 188. Performed multiple ¿load step¿ functions. No failures observed. Removed pump case. Force sensor pins seated and solder connections intact. No evidence of moisture contamination inside pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.